Event description:
Reportedly, during application the device cut the tissue unexpectedly without clipping. A small amount of blood loss (under 100cc) was reported. The applications site was reinforced with another similar device.